Manufacturer narrative:
This report is submitted on april 26, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 to reduce the excess skin. The abutment was removed during the same surgery.